Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment and clip deployed on one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with an enlarged left atrium. It was noted that when trying to implant the first clip on the lateral side of a2/p2, there were some cords that kept pushing the clip to the central part of a2/p2. When trying to retract the clip back into the left atrium, the clip got stuck on the chordae and wasn¿t able to be retracted from the ventricle. Maneuvering was done and the clip was able to grasp both leaflets. After the lock line was removed it was noted that the left atrial pressure and mr increased back to severe due to the clip coming off of the posterior leaflet. The clip was deployed only on one leaflet and a second clip was implanted for stabilization and to further reduce the mr. The procedure was complete, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.